Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. Although not reported, boston scientific repliform was also implanted on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted due to vaginal prolapse, cystocele and rectocele. It was reported that following insertion patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent mesh revision on (B)(6) 2009 and (B)(6) 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal on (B)(6) 2014 by dr. (B)(6) due to mechanical complication of vaginal graft fascitis.